Event description:
It was reported that a balloon burst occurred. The stenosed target lesion was located in the superficial femoral artery. A 5.0 x 150, 135cm mustang balloon was used to relieve and treat the lesion stenosis in the patient. During the process of dilatation, the balloon burst and the contrast agent leaked out. The device was removed from the patient's body, and further dilatation was attempted, but it did not expand, and the contrast agent leaked out of the balloon. The procedure was completed normally by replacing it with another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 50mm proximal of the distal markerband and extending approximately 20mm proximally across the balloon material. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. This concludes the product analysis.

Event description:
It was reported that a balloon burst occurred. The stenosed target lesion was located in the superficial femoral artery. A 5.0 x 150, 135cm mustang balloon was used to relieve and treat the lesion stenosis in the patient. During the process of dilatation, the balloon burst and the contrast agent leaked out. The device was removed from the patient's body, and further dilatation was attempted, but it did not expand, and the contrast agent leaked out of the balloon. The procedure was completed normally by replacing it with another of the same device. No complications were reported, and the patient was in good condition post-procedure.